Event description:
The device was used during a thorascopy. Reportedly, pieces of the device broke inside the patient during use. No patient injury was reported. Another device was used to finish the procedure.